Event description:
Maxo2 MRI compatible ventilator appeared to malfunction while in use on a critical pt in the MRI room during an MRI of brain. The pt was sedated and ventilator dependent and had tolerated draeger ventilator well prior to transfer. The maxo2 ventilator had passed its preuse check and appeared to be functioning well prior to use on the pt. When initially applied to pt, peak pressures rose to 40 cmh2o during inspiration. Pt had good chest rise and fall. After 10 mins, peak pressures rose to the pop-off valve of approx 60 cmh2o and only fell to 50 cmh2o on exhalation. The excess pressure vented out, but pt became more tachypneic and appeared to not be exhaling at all. The vent was removed from the pt immediately and pt had a long expiratory phase to empty trapped air in lungs. Manual ventilation was started with ambu-bag and pt stabilized. It was determined that the exhalation valve was dirty causing the valve to malfunction. When the tech consulted the manual supplied with the device, there was no cleaning procedure describing disassembling of the valve and cleaning it. Rptr believes that there may be other users who are not aware of this hazard.